Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent bkp for compression fracture at l2 level. During the surgery the balloon was ruptured while the surgeon was raising psi to roughly 200-300. The balloon did not inflate well because the patient's bone was hard. After the balloon ruptured, the surgeon washed it with saline and then moved on to inject bone cement. No fragment of the product remained in the patient. The surgery itself was completed with no problem. No surgical time was extended by this event.